Event description:
It was reported that leakage occurred with a pen ii omnitrope pen 10. The following information was provided by the initial reporter, "dripping pen, she said that when she puts the needle on the pen, medication starts squirting out, about 8 drops. She quickly gives the injection and removes the needle, but she has been losing a lot of medication due to the excessive dripping. She has had this pen for a couple of months. The first two cartridges she used it with, everything worked fine, no dripping. With the 3rd cartridge, she made it through half the cartridge with no issues and then about a week ago, the dripping started."

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pen. An injection sequence was executed using a 31g x 5mm bd pen needle and placebo cartridge. The pen was evaluated for leaking from the needle by observing the number of droplets that formed 30 seconds after needle attachment and after administering low dose, mid dose, and high dose injections. For each injection, the 30 second allowance began after a 5 second hold time at the end of injection. Investigator observed droplets forming at the needle tip during the 30 second allowance. The number of droplets observed was as follows: after needle attachment after low dose after mid dose after high dose droplets observed (pen 1) 4 2 1 3.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a pen ii omnitrope pen 10. The following information was provided by the initial reporter, "dripping pen, she said that when she puts the needle on the pen, medication starts squirting out, about 8 drops. She quickly gives the injection and removes the needle, but she has been losing a lot of medication due to the excessive dripping. She has had this pen for a couple of months. The first two cartridges she used it with, everything worked fine, no dripping. With the 3rd cartridge, she made it through half the cartridge with no issues and then about a week ago, the dripping started."